Manufacturer narrative:
The harmonic ace insert involved with this complaint has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the harmonic ace insert broke off and fell inside the patient. Although the fragment was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the material failed; it was necessary to open vessel sealer forceps at the surgeon's request to complete the surgery. The procedure was completed with no reported injury. On 08/28/2019, receive an email from (B)(6) with a copy of notification # (B)(4) made by (B)(6) to (B)(6). It was reported that during a da vinci-assisted surgical procedure, the harmonic ace insert failed to work, and the tip of the harmonic ace insert instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure with an unspecified laparoscopic instrument. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: one hour into the surgical procedure to address an esophageal reflux, the tip of the harmonic ace insert instrument broke off and fell inside the patient. The instrument fragment was under the or staff vision as the fragment was retrieved with an unspecified laparoscopic instrument. The distributor confirmed the following; there were no collision of instruments, the wrists of the instruments were straightened when removed, and the instruments were inspected prior to use. It was also confirmed there were no fragments retained inside the patient. The cadiere forceps and a needle holder were the other instruments used when the incident occurred. The planned surgical procedure was successfully completed and there were no intra-operative complications experienced by the patient. There is a video recording of the surgical procedure; however, the site has not released the video for isi review.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
Additional information can be found in the following sections: d10,g4, g7, h2, h3, h6, and h10. 61 - intuitive has received the harmonic ace insert associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.019¿ from the base. Broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to due to user mishandling/misuse, and not due to a malfunction of the instrument.